Event description:
It was reported that air bubbles were intermittently observed within the infusion set tubing across multiple cartridges. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.